Manufacturer narrative:
Medical advisor (B)(6), md indicated that the blood transfusion in this case with the present comorbidities would not be considered prevention of a permanent impairment of a body function or prevention of permanent damage to a body structure. The patient had received chemotherapy due to pancreatic cancer, prior to traceit hydrogel application. In review of the alleged complaint information, (B)(6) did not believe that the blood transfusion was related to traceit hydrogel application.

Event description:
Complainant physician reported that patient underwent percutaneous traceit hydrogel injection under local anesthesia. Under ultrasound guidance the needle was advanced through the liver tumor where traceit hydrogel was injected, the needle was pulled back to the other side of the tumor, where traceit hydrogel was again injected. During the injection the complainant physician alleged that a small amount of hydrogel was seen flowing into a hepatic vessel. It was reported that the patient was fine after the procedure and sent home and allegedly developed a fever, nausea, vomiting, and muscle tremor late in the afternoon. On (B)(6) 2014 the patient twas admitted to hospital where he was treated for pancytopenia with a blood transfusion. The patient completely recovered from the episode. On (B)(6) 2014 CT imaging for radiotherapy planning confirmed that hydrogel was still present in the liver.